Manufacturer narrative:
The two nc euphora rx ptca balloon catheters were being used for post-dilation in the main lad. The lesion had 80% stenosis and minor tortuosity. The devices were inspected prior to use with no issues noted. No issues were noted during negative prep. Resistance was not noted during advancement. A 25 atm pressure was applied prior to the burst. The devices were not moved or repositioned prior to the burst. The procedure was completed successfully using non medtronic balloons. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two nc euphora rx ptca balloon catheters. It was reported that balloon burst occurred during the procedure. The procedure was completed using a non medtronic balloon.

Manufacturer narrative:
Product analysis summary: the balloon returned with hardened blood visible in the balloon and inflation lumen. The balloon folds remained intact. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal shaft material. There was no damage to the guidewire entry port or material directly distal to that. The undamaged guide wire entry was visible at the top of the distal shaft while the tear was visible approx 2cm distal and opposite to the guidewire entry port. The distal shaft material was jagged and uneven at the tear site, and the tear appeared to curve slightly. Lead in scratches were not evident proximal and distal to the tear site. The device would not hold pressure due to the tear in the material. If information is provided in the future, a supplemental report will be issued.